Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a suburethral sling placement procedure performed on (B)(6) 2016 for the treatment of stress incontinence. As reported by the patient's attorney, the patient has experienced an unknown injury.

Manufacturer narrative:
Additional information: block e1 initial reporter facility name and address. Correction to block g2. Block b3 date of event: date of event was approximated to august 22, 2016, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The surgeon is: dr. (B)(6). Block h6: patient code e2401 captures the reportable event of unknown injury. Impact code f12 has been used in the light of the patient seeking legal recourse for an unspecified personal injury related to the device. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. This event was reported by the patient's legal representation. The surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a suburethral sling placement procedure performed on (B)(6) 2016 for the treatment of stress incontinence. As reported by the patient's attorney, the patient has experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.